Event description:
The user facility reported that the device's blade broke during an orthopedic lumbar fusion procedure. The surgeon first placed the blade on the retractor, while spreading the retractor arms the blade on the fixed arm broke. The surgeon removed the blade and replaced with another. Again, the second blade on the fixed retractor arm broke when the surgeon began spreading the arms. The surgeon removed the blade and replaced them with different blade, slightly adjusted the positioning of the retractor frame, then spread the retractor arm successfully. No patient injury was reported.